Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the nine infusion set tubing was leaking at site and infusion is long for 18-30 hours. No further information available.